Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported of glistenings. Additional information has been requested and received stated that patient was not happy, it seems like looking underwater was able to read j3 unaided and enjoyed good near vision. No further information available.